Event description:
Customer reported that importing from virtual sim or when a plan is copied from an approved plan (will have actual ssd) the actual and planned ssd can sometimes be different during plan approval. This happens when the plan is edited (isocenter, gantry or couch position) from its original creation, thus the planned and actual ssd will no longer be equal. This can cause confusion for the customer. Customer can correct the actual ssds during plan approval. No patient injury reported, and no patient data provided.

Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs. Planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for patient treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or underdose, dependent upon the planned vs. Treated distance. A product notification letter was sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated. (B)(4).